Event description:
Boston scientific crm received and reported the following info: "there was an infection that took place with a pt that has a medical device".

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Due to the contamination of the lead at the time of explant, it is not possible to ascertain the source of any infection.